Manufacturer narrative:
This is a correction of evaluation result/conclusion/component code grids.

Event description:
Philips received a complaint on the defibrillator indicating the device failed operation check. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address line 1:(B)(6) a follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was re-run and underwent an operational check, after which it returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.